Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device produced an incomplete mesh. On (B)(6) 2017, it was clarified that the issue occurred (B)(6) 2017 during processing of donor skin. The event was no identified immediately upon opening the device and before first use and did not occur during the first ever use of the product. The event was not related to surgical technique or user error and the harvested graft was not usable. There was no need to take an additional graft as the event occurred during the harvesting of tissue donor skin. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and the UDI is unknown as the device was already shipped. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device was producing an incomplete mesh through the center and the gears were replaced. The 1.5:1 cutter had a line through the middle of the graft that did not cut when tested. The 2:1 cutter (1506040) met test requirements and the 1.5:1 cutter (1509052) failed the test requirements. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on may 30, 2017 revealed that the device produced a passing sample mesh using the test cutter and the calibration was within specifications. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the gears and worn bushings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that was confirmed since during the initial inspection both the 1.5:1 and 2:1 ratio cutters failed to produce a passing sample mesh and were deemed non-repairable. While during the initial inspection both the 1.5:1 and 2:1 ratio cutters failed to produce a passing sample mesh and were deemed non-repairable, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that during the processing of donor skin the device produced an incomplete mesh. No adverse events have been reported as a result of the malfunction.